Event description:
It was reported that this lead was an attempted implant due to an unknown reason. A different lead was implanted instead. At this time, no further information is available. No adverse patient effects were reported. The lead was discarded by the facility.

Event description:
It was reported that this lead was an attempted implant due to an unknown reason. A different lead was implanted instead. At this time, no further information is available. No adverse patient effects were reported. The lead was discarded by the facility. Additional information was received indicating that this lead was attempted in the left ventricle, but it could not be implanted due to the patients heart anatomy. At this time, there is no evidence of a product malfunction.